Event description:
It has been reported the laser fiber was not good on the working channel. They used a different scope and was able to proceed, the replacement used worked. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).